Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of questionable low vanc3 vancomycin (vanc3) results for 1 patient tested on a cobas 8000 c 502 module compared to abbott architect. The patient had 4 separate sample that were tested on both the cobas c502 and the abbott architect. For sample 1 the cobas c502 result was < 4 mg/l. The abbott architect result for sample 1 was about 20 mg/l. For sample 2 on (B)(6) 2018 the cobas c502 result was < 4 mg/l. The abbott architect result for sample 2 was about 20 mg/l. For sample 3 on (B)(6) 2018 the cobas c502 result was < 4 mg/l. The abbott architect result for sample 3 was about 20 mg/l. For sample 4 on (B)(6) 2018 the cobas c502 result was 39 mg/l. The abbott architect result for sample 4 was about 80 mg/l. The cobas c502 results were released outside of the laboratory, but were considered not believable as the patient was being administered vancomycin. There was no allegation of an adverse event. No treatment was administered based on the cobas c502 results. The cobas c502 serial number was (B)(4). Interference in the sample was suspected. The investigation is currently ongoing.

Manufacturer narrative:
The infusion solution that was used to administer the medications to the patient was provided as "ecoflac nacl 9 pour 1000."

Manufacturer narrative:
Lot no, expiration date, and medication were updated.

Manufacturer narrative:
Six patient samples were received for further investigation. The low results observed by the customer were reproduced during the investigation. The false low results in the patient samples provided were caused by an interfering substance. The specific interfering substance is unknown.